Manufacturer narrative:
Terumo has received the actual device for eval; however, terumo is still investigating this issue, and will be submitting a follow-up report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the vein harvester failed to transact vein branches and there was no power. This was noted on three occurrences, and event info was provided for the other two (see mdrs 1124841-2011-00136 & 1124841-2011-00138). The product was changed out. The surgery was completed successfully; however, they had to open the leg in order to finish the procedure. There was blood loss due to opening the leg to remove the vein.